Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was analyzed and found to reported issue was confirmed using system logs, with c-34 errors logged, along with related c-38/c-37 and m-11/m-18 errors recorded. M-32 errors were also noted in system logs. During failure analysis, log review identified c-00 and m-11 errors, confirming the reported event; however, the issue could not be replicated onsite. Functional testing on the system showed no errors, and all operations across all ports were successful. Additional m-31 errors were observed in the logs. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty electrical component inside the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that integrated electrosurgical unit (iesu) failed to deliver energy. The tse found errors 25913 and c-34 in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the field service engineer (fse) visited the site and replaced the generator. There were multiple issues with system going in and out with power/energy.